Manufacturer narrative:
Limited information provided for account information- therefore no further attempts to retrieve the device was made. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: break probable root cause: use error manufacturing error the reported failure mode will be monitored for future reoccurrence the manufacture date is not known.

Event description:
It was reported that the device broke and cannot confirm if all the broken pieces were successfully removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke and cannot confirm if all the broken pieces were successfully removed from the patient.